Event description:
It was further reported that the cause of death per the coroner's report was an "acute mi."

Event description:
It was further reported that target lesion 1 was 14mm long, with 0% residual stenosis post procedure. During the procedure, tandem stenosis of the proximal left anterior descending (prox lad) was also treated with predilatation and a bare metal stent. Per catheterization report, the difficulty of the procedure was increased due to poor image quality. During the 6-month follow-up period of the study, pt was found dead at home by their family member. The site learned of the pt's death when attempting to contact them for the 6-month telephone evaluation. In the opinion of the physician the cause of death is unk."

Event description:
Clinical study it was reported that 171 days after a drug eluting stenting treatment procedure the patient expired. The lesion being treated in the index procedure was a 3.50mm, 90% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on aspirin. 171 days after the index procedure, the patient was found dead in their home. There was no autopsy. It was presumed by the physician that the patient's death was cardiac related. In the opinion of the phyiscian the relationship of the patients death to the target vessel is unknown.

Event description:
It is further reported that the pt is arrive2 clinical study #116-023.